Event description:
After pulling guidewire out the physician "fluoroed" to make placement verification. We then noticed the wire was in the pt, but that I was holding the wire. The coating had come off of the wire and was inside the pt. He then had the radialogist watch as he pulled the catheter out of the pt; the wire did come out of the pt with the catheter. No further testing was performed this day.